Event description:
The insert dislodged posteriorly and the patient underwent a manipulation.

Manufacturer narrative:
The inser was revised in a subsequent event which was reported to FDA under MDR 1020279-2017-00543 and the device was received for investigation.